Event description:
Complainant alleged that during biomed testing, the device failed to power on via ac or battery power. Complainant indicated that there was no patient involvement in the reported malfunction.